Manufacturer narrative:
Date of event: date estimated. The UDI is unknown because the part number was not provided. Implant date: date estimated. Exemption number e2019001. The clips remains in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report recurrent mitral regurgitation events captured via a research article. It was reported through a research article identifying a mitraclip that may be related to recurrent mitral regurgitation requiring hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of the leaflet-to-annulus index on residual mitral regurgitation in patients undergoing edge to edge mitral repair". No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3: date estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the part number/lot number was not available. Based on the limited information available, a definitive cause for the reported recurrent mr, and hospitalization cannot be determined. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.